Event description:
Preop diagnosis was aortic and tricuspid stenosis. The pt has undergone 2 previous open heart surgeries, has tricuspid and mitral valve replacements, and was admitted with shortness of breath.

Manufacturer narrative:
Conclusion: info reviewed from valve's device history record and additional testing performed through fer analysis laboratory indicated valve complied with st. Jude medical specifications at time of MFR. Results of this investigation are inconclusive due to fact valve was returned in damaged state, rendering it impossible to conduct performance tests and dimensional inspection. As indicated by surgeon, and supported by sem analysis results, fracture damage was caused at explant. Cause of aortic stenosis was presence of extensive pannus ingrowth beneath valve, as supported by surgeon. Surgeon also stated that this pannus ingrowth did not limit leaflet mobility; however, it had progressively encroached on outflow tract beneath valve. Aortic stenosis and insufficiency were not due to intrinsic valve defect, as supported by valve's device history record, which indicated valve functioned in accordance with st. Jude medical specifications at time of MFR. Results of investigation - valve was received in st. Jude medical heart valve div fer analysis laboratory in st. Jude medical product return kit, submerged in liquid solution. Sewing cuff was grayish-white in color. Outer portion had been previously cut off, and was returned in several small pieces along with remainder of sewing cuff, which remained attached to carbon orifice. Small amount of grayish-white tissue was observed on small pieces of outer portion of sewing cuff. One leaflet was fractured into several pieces; only five of which were returned for examination. Outer leaflet remained intact and housed in orifice, exhibiting normal mobility. Dark brown, granular substance was observed on outside surface of one pivot guard. Large chip was detected in outflow rim of orifice; this chip fragment was also returned for examination. Fracture damage previously mentioned on leaflet and orifice were most likely caused at explant due to fact valve contained no fractures at time of MFR and inspection. Also, surgeon stated in letter dated 2/18/1998, that "in course of removing valve, one of discs was fractured". He also stated that "this was clearly related to removal and was not present earlier." Valve was chemically sterilized, cleaned, and sewing cuff was removed. Valve was then visually examined at 10x magnification for any anomalies on surface of leaflets and orifice. As previously mentioned, large chip was observed in outflow rim of orifice. Several smaller chips were also detected in inside diameter of orifice, located near large chip fragment. During orifice spreading procedure to remove intact leaflet from its corresponding recessed pivot areas, fracture occurred through already existing chip damage area. This fracture extended through right blend region of pivot guard (to right of index point). Right leaflet was returned fractured into several pieces; only five pieces were returned for examination. Left leaflet was found to be unremarkable.